Event description:
It was reported that during a normal battery depletion generator change, the brady coil of this dual coil right ventricular lead got fractured and it was surgically abandoned, however the shocking coil remains in service. A new brady lead was successfully implanted. No additional adverse patient effects were reported.